Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any report acquired of obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to a scratch on switch box, water tightness is lost; due to wear of angle wire, bending angle in up direction, and play of up/down knob does not meet the standard value; suction cylinder is shaved; distal end rubber coating (a-rubber) adhesive has chip; and distal end cover (c-cover), scope cover, scope cover unit, scope connector, universal cord, protector of non-bending section of insertion tube, flexibility adjustment ring, grip, connecting tube, right/left knob, control unit, forceps elevator lever, forceps elevator knob, and up/down knob have a scratch. The users complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of leakage in operation part issue. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.